Event description:
The reporter stated that the stopcock is breaking off of the dome at the bond. No pt injury or treatment as a result of this event.

Manufacturer narrative:
The returned units were evaluated and found to be broken at the bond of the stopcock to dome assembly. There was a change to the stopcock used in this kit which reduced the thickness of the walls on the male luer. This stopcock is no longer appropriate for this application. Additional changes to the kit being reviewed with the customer. Possible lot numbers involved in the incident are 36g06m082, 36h04m084, and 36h15m045. Review of the complaint database indicates that this is the only reported issue for this product code and for this stopcock. Medex was able to confirm this issue and determine the cause. No additional action necessary at this time. Medex considers this MDR closed with this report.